Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for bowel dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. Last year she had problems with one of her leads and the health care provider "taced" the battery down and set the device to program 4 at 1.0v. The patient was told that she could adjust stimulation if need be. She was trying to "bump up" the setting over the weekend but was unable to do so. The patient felt stimulation and therapy was confirmed to be on at program 4, 1.0v. Patient services helped the patient adjust the stimulation but the upper limit message was seen. The patient was encouraged to consult her doctor. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the circumstance that led to the problems with the lead that led to the battery being tacked down was a lot of movement. The steps taken to resolve the lead problem was that the battery was tacked down and one lead was not working when the battery was checked. No steps were taken to resolve the inability to increase the settings with the patient programmer. The lead problems had been resolved and the lead was ok, but the patient still couldn't increase the setting.